Event description:
It was reported that "surgeon commented that the knee seemed to be impinging on the post, and he found a good deal of scar tissue on the femoral notch area. The insert was removed where it was noticed on the post. The insert was removed and a new insert was implanted."